Event description:
It was reported on (B)(6) 2015 that the patient asked that her implantable neurostimulator (ins) and lead be removed as she thought they were causing her back pain. She was having pain in the area where the lead travels between the foramen area and the ins. It was not known exactly how long the back pain had been an issue, but it had been ¿a little while.¿ the healthcare provider (hcp) tried to bury the lead portion deeper a couple of months ago, but that had not helped. It was noted that the patient did a lot of heavy lifting at work. Both the ins and lead were being explanted on the day of the report.

Manufacturer narrative:
Product ID: 3093-28, lot# va0ebr4, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).